Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope and dizziness. It was also reported that the following issues were noted on the right ventricular (rv) lead: unstable and high thresholds, intermittent loss of capture, t wave oversensing, undefined impedance qualified as high resulting in a polarity switch and a confirmed fracture. The lead was reprogrammed with replacement planned. No further patient complications have been reported as a result of this event.